Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced chronic pain at the implant site, however; the issue could not be resolved. Subsequently, the patient underwent a revision surgery on (B)(6) 2015, to remove the internal magnet and re-insert a new magnet. The patient was administered with antibiotics during the surgery. The implanted device remains.